Event description:
During evaluation of a returned homechoice device, a high drain error 111 (night drain #11) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 16:05:40. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The problem of the high drain alarm was identified in the event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.